Event description:
Additional information received indicates that surgical intervention was undertaken wherein the ipg was explanted and a new ipg was implanted. Ipg pocket was also revised. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient feels the ipg has shifted in their back and it is causing paint at the ipg site. The physician stated that top portion of the ipg has rotated and is visually predominant under the skin. Patient denies any recent trauma or weight fluctuations. Surgical intervention may be pending to address the issue.